Manufacturer narrative:
Patient has a history of hypersensitivity and have had allergic reaction to previous hearing aids from another manufacturer. Allergic reaction occasionally happens, especially to sensitive people. No adverse trend seen. Investigation closed without any further action except trending. S/n (B)(4)- right. Mfg date 10/21/2019 - right.

Event description:
Patient reported to hcp/dispenser that he had an allergic reaction to the hearing aids. The hearing aids in question have blue paint which is chipping/flaking off the bte device. The color chipping off is a known issue related to the blue color but most likely not related to the allergic reaction as both the paint and the plastic material of the painted housing is fully tested for biocompatibility. Pictures of the area behind the ear confirm an mildly/severe allergic reaction. Patient has a history of hypersensitivity and have had allergic reaction to previous hearing aids from another manufacturer as well as from the ear mould from this other manufacturer. The ear moulds from gn resound are reportedly causing no allergic problems. Original case description as below; "patient lm on office system that he was possibly having reaction to paint chip but hx of sensitivity from previous aids (other MFR.) And she noted on one visit that our molds seem to be better for ears than previous."